Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the esc, act and up buttons on the insulin pump have an intermittent response. Device was not dropped or exposed to moisture. Blood glucose value is unknown. Customer was advised to discontinue the use of the device and revert to a backup plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
All of the buttons are functioning properly however, found corroded keypad traces. The insulin pump was received with cracked reservoir tube lip, cracked case near the display window corners, cracked display window and minor scratches on the display window noted.